Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and this review has found no indication of any product clinical performance issues. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter (who is a healthcare provider) reported on behalf of her mother who received a "replace sensor" message from the adc freestyle libre sensor and was therefore unable to obtain readings. The customer required unspecified treatment from daughter. No further information was provided as caller refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.